Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to chemical stress or physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of peeling of the insertion part and water leak was confirmed. The following additional findings were also noted: insufficient bending angle, assorted scratches, crack on the curved rubber bond, dirt on video connector, burnt lens guide bundle and upward/downward angulation lever plate watertight failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported peeling of the non-bending section of the insertion tube and possibly water leak on rhino-laryngo videoscope. There were no reports of patient or user harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, the resin part of the image guide coil has fallen off. This report is being submitted for the reportable malfunctions found during the device evaluation.